Event description:
It was reported that the pumps touchscreen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.